Event description:
During a lavh procedure, the plasma j-hook was used along with the g400 generator (MFR report #9617070-2010-00019 filed on (B)(6) 2010) that resulted a hole cut in the pt's bladder. This hole was not seen at the time and the case was completed without incident. Several days later, the pt returned to the doctors office and a foley was put in during the office visit in an attempt to repair the hole. Approximately 25 days later, the pt was admitted at a different facility for an open procedure to repair the bladder.

Manufacturer narrative:
The device that was used in this case was disposed of by the facility since the report of pt injury was not reported until 25 days after the procedure. We have no indication that the cause of the pt injury was due to a device malfunction. We have reviewed the manufacturing records related to the build of this lot and have found no anomalies in the build of the lot. We have logged this complaint into our system for trending purposes. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.